Manufacturer narrative:
After investigation at medtronic and its supplier, the complaint of a broken cannula device was confirmed. Investigation indicates that the damage may be a result of the use of tools on the device. There are no tools or equipment that are used during the manufacture of the device that may have lead to this occurrence. Damage to the device of this nature would have been identified during the manufacture and inspection of the device. The packaging and instructions for use of this product state that this device is not to be re-sterilized, and the customer stated the product was re-sterilized. This may have attributed to the degradation and subsequent damage of the cannula body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the used device showed the device had been pulled apart. The investigation remains in progress.

Event description:
Medtronic received information that the customer tested this cannula and noticed that it broke under force. The device was returned. Additional information was received indicating the device had been re-sterilized prior to use.